Event description:
During a ptca procedure involving a 85% stenotic lesion in the distal portion of the extremely tortuous rca, the shaft of the mavrick2 monorail catheter broke during advancement. No pt injuries or complications were reported.